Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right ventricular lead exhibited loss of capture and decreased sensing. Lead revision was discussed. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was found to be dislodged. During the procedure, x-ray revealed that the lead did not have any slack but it was connected to the tissue. The lead was explanted and replaced. The patient was stable before, during and after the procedure.